Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type extension. (B)(4).

Event description:
It was reported that the patient had the device replaced because, they needed to do consistent mris. It was noted that there was no adverse event and the stimulation before was beneficial for the patient, they just needed the MRI capability.